Event description:
It was reported that the patient¿s device was ¿burning¿ and ¿killing them.¿ it was noted that the patient was having their device replaced on wednesday because of these issues. It was noted that the patient could not get a reading with their programmer and their system was ¿haywire¿. The patient¿s device was moving when the patient sat down. It was noted that the patient had not been able to charge their implant for about a year prior to the report. There were no falls or trauma reported.

Manufacturer narrative:
Concomitant medical products: product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 3 778-60, serial# (B)(4), implanted: (B)(6) 2008, product type lead. Product ID: 3778-60, serial# (B)(4), product type: lead. Product ID: 37752, serial# (B)(4), product type: recharger. (B)(4).

Manufacturer narrative:
(B)(4).